Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) lead pacing lead impedance measurement greater than 125 ohms. The patient was brought into the clinic and with various arm and hand movements, shock impedance measurements were consistently within acceptable limits. No noise was observed on the lead and none was produced during the clinic visit. A lateral chest xray was performed and found to be unremarkable. The patient will continue to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
The detected measurements greater than 125 ohms were the shock impedance measurements, the pacing impedance measurements were stable.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was later explanted and replaced. No adverse patient effects were reported.

Event description:
--